Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. Based on the device memory elective replacement indicator (eri) was declared at 2.69 volts and with 22.602 seconds charging time when it was implanted.the device and battery behaviors match that of trended units that reach eri prematurely due to a higher than expected cell impedance increase. Bench testing confirmed that all manual lead impedance measurements were within their normal range and device was capable of delivering both brady and tachy therapies as programmed.

Manufacturer narrative:
This device is undergoing detailed analysis. This report will be updated when further information is received or when analysis is complete.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion and returned to boston scientific for analysis with no allegations. Initial analysis found the device did not meet labeled longevity. No adverse patient effects were reported.